Event description:
Physician stated the tip of the xtract catheter created a dissection. A stent was placed.

Manufacturer narrative:
Physician shared this information to the manager ra, qa and clinical support during a visit (B)(4), 2010. The adverse event occurred between (B)(4), 2010 an (B)(4), 2010.